Event description:
A surgeon reported a pt with endophthalmitis noted six days following an intraocular lens (iol) implant procedure. The pt's visual acuity was noted to be 20/40 on the first postoperative day. On the sixth postoperative day, the pt's visual acuity was noted to be hand motion only. Upon examination, 4+ cells were noted in the anterior chamber. The surgeon reported the pt had been compliant with the postoperative medication regimen. The pt was referred to a retinal specialist who performed an aqueous tap. Cultures were sent, but the results are not available at this time. The pt was treated with medications. At the last recorded visit, the pt's visual acuity had improved to 20/50. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided by the account to properly complete an investigation. Add'l info was requested on 03/14/2012 and 03/22/2012 by phone, fax, and mail a completed questionaire has not been received. (B)(4).